Event description:
It was reported that the prometra pump returned residual volume did not match the expected residual volume. The returned volume was higher than the expected volume. This occurred three times on three different days. A catheter access port (cap) procedure was performed on (B)(6) 2012. Following the cap procedure, the returned residual volume was still higher than the expected residual volume. This occurred another four times on two different days. The pump was explanted.

Manufacturer narrative:
Device not available for eval. The device has not yet been received to flowonix medical. If the device is received, an investigation will be performed and a supplemental MDR report will be sent. (B)(4).